Event description:
It was reported that the surgeon found a broken piece of the distal tip of the iconix needle after anchor deployment. It was left in the patient and surgeon's decided not to take this out.

Manufacturer narrative:
It was reported the device is not available for evaluation as it was contaminated. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: distal tip left in the patient. Probable root cause: application, excessive force impacting inserter, movement of guide out of orientation to pilot hole, use of wrong drill. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the surgeon found a broken piece of the distal tip of the iconix needle after anchor deployment. It was left in the patient and surgeon's decided not to take this out.